Manufacturer narrative:
It was reported that the disinfectant got into the unit and affected printed circuit boards. Identification of issue has been done by analyzing problem description and the device¿s logs. Based on technician statement, the device failed pre-use check. The expiratory channel printed circuit board and expiratory channel connector board were found defective. Moreover, battery module and maintenance kit should be replaced. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. Unfortunately, the device's logs are not complete - there are no records from provided date of event. It is not known when and under what circumstances the disinfectant entered the equipment. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 02/03/2008; corrected manufacture date: 02/06/2008. Previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the disinfectant corroded the patient's cassette connector and leaked into the expiratory channel printed circuit board and made the device inoperable. There was no patient harm. (B)(4).